Event description:
Nurse administering novolog insulin (pen) to patient with bd safety needle. Patient jumped at beginning of injection. Devices appeared to still be in place but at end of administration patient's skin wet indicating some of insulin leaked. Safety hub feature makes it unable to see if needle is correctly in skin during injections. Further investigations determined that needle performed appropriately.